Event description:
A us distributor returned a monitor and reported the monitor cannot run detect and treat testing due to functional issue.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor failed incoming testing. The root cause for the failure was a shorted q3 and q17 insulated-gate bipolar transistors (igbts) defibrillator pca. Root cause for the shorted igbt was unable to be positively identified. There were no adverse events associated with the monitor malfunction.